Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 270 mg/dl at the time of the incident. Customer states that reservoir also had leak. Customer states that leak occurred during filling. Customer states the location of the leak was bottom of reservoir. Customer stated that the reservoir was discarded. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated two open and used reservoirs. Performed pre-fill reservoirs test. Found reservoirs no leakage and no air bubbles anomaly when removing the plungers, performed manual test appendix g and found plungers easy to release from stopper-plungers.